Event description:
It was reported that a patient underwent a sling procedure. During the passage through the retropubic room, fascia, the tip of the sling broke. The procedure was completed with another like device with no adverse patient consequences.

Manufacturer narrative:
(B)(4): the actual device involved in this event was returned for evaluation. The device was visually evaluated. Upon evaluation, the tip oft the needle was a little bent.

Manufacturer narrative:
(B)(4): the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.